Manufacturer narrative:
Corrected MFR report number. Submitted the MDR 2016493-2025-00061 on jan 09 2025, because we already attempted to submit the same MDR 2016493-2025-00061 on jan 02 2025, for which ack1(11547808.1.1735821369860@hcl01-l-cjwt6d3.bdx.com ) was successful but ack3 (ci1735821373027.9673476@fdsahl86ceb40a_te1) failed due to duplicate MFR report number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure due to communication bus cable damage. A field service engineer troubleshooted the communication bus cable cut and replaced the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, all drawers failed. The customer stated that the malfunction occurred when user trying to issue medication to the patient, caused a delay in patient care but no harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with corrected information: d1, d3, d5, e3, h6 annex c and f. The following fields have been updated with additional information: h6 annex b, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. A field service engineer found that the cable had been cut open against the frame of drawer 6, replaced the cable to resolve the issue . The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system, all drawers failed. The customer stated that the malfunction occurred when user trying to issue medication to the patient, caused a delay in patient care but no harm reported. There were no adverse events or injuries reported based on this event.